Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/12/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. Patient's mother reported that the patient has experienced reactions while using the dexcom since fall of 2015. Reactions are red and 50% of the time they get infected. Affected area was treated with triamcinolone acetonide cream usp 0.1%, prescribed by the patient's doctor on (B)(6) 2015. At the time of contact, the patient was well. No additional event or patient information is available. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.